Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). The surgeon notes a possible secondary surgical intervention due to lens rotation and blurry vision and requested assistance from a consultation doctor. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.